Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the physician was having difficulty inserting the lead into this device. Eventually, the lead pin was then fully inserted and all measurements were good. Boston scientific technical services (ts) discussed that if all numbers were good, then would be comfortable with the lead and device connection. This device remains in service. No adverse patient effects were reported.